Event description:
The part that the tracker attaches to came off. Attempting to snap on the tracker, the tracker post came loose and came off.

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.